Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger, sn# (B)(4) found evidence of broken connector pins. (B)(4) applies to the recharger. (B)(4) applies to the implantable neurostimulator. All (B)(4) apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger (dtc) had a broken connector and was not charging the insr. The patient was unable to recharge their ins and reported a loss of therapy, being in misery, and pain. A replacement dtc was sent. The patient reported that the replacement dtc resolved the recharging issues, but reported that the pain had not been resolved. No additional patient symptoms, and no additional complications were reported.